Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2013 and another mesh was implanted. It was reported that patient underwent revision of mesh on (B)(6) 2016 due to recurrent bilateral hernia and adhesion. No additional information was provided.